Manufacturer narrative:
Evaluation: still under investigation.

Event description:
Gastrostomy tube was placed in a pt in 2006. Balloon ruptured in the pt's stomach 3 days later. Pt was taken to surgery to remove and place a new gastro feeding tube.